Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during inspection in sterile services at the user facility, the delrin ball was missing from the aseptic housing. A missing delrin ball can result in the opening of an aseptic housing during a procedure, which can lead to exposure of the non-sterile battery to the sterile field, but that was not reported in this case.no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.